Manufacturer narrative:
(B)(4). There was a pump error 35 noted in the pump history. The pump alarmed critical pump error during testing due to moisture damage on the electronic assembly. The pump was unable to perform the functional tests including the self, sleep current measurement, active current measurement, rewind, prime/seating, basic occlusion, occlusion, force sensor and displacement tests due to critical pump error. The pump was was received with minor scratched lcd window.

Event description:
The customer's spouse reported via phone call the insulin pump alarmed critical pump error. The customer's blood glucose level was 180 mg/dl at time of incident. Customer's spouse was changing the reservoir and pump was rewinding when critical pump error started alarming. The customer was advised to discontinue use of the insulin pump and to revert to the back-up- plan. The insulin pump will be returned for analysis.